Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer charged the pump overnight to 100% battery life. The pump battery gauge displayed a 100% charge for the next day, then the pump shut off unexpectedly and became unresponsive and could not be turned back on. The customer's blood glucose (bg) level was impacted (306 mg/dl). The customer took a manual injection and had manual injections available for alternate insulin therapy.